Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the urine accumulated at the connection between the running tube and the bag and did not flow. They drained the urine in the bag and pinched the chamber part of the connection between the bag and running tube, and although it may have flowed a little, they replaced it. There was no patient injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. The investigation was carried out with the multifunctional team. All processes were reviewed, it was verified that all processes and controls were followed correctly, including packaging and all inspections carried out on the product. No abnormal conditions were found that could trigger the reported condition. There were no photos of physical samples received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. However, the appropriate staff has been notified of the reported condition with the purposes of raising staff awareness. We will continue to monitor customer complaints and feedback notification for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.